Event description:
A female with history of aicd (automatic implantable cardiac defibrillator) implantation for psvt (paroxysmal supraventricular tachycardia). The patient presented at cardiology office complaining of feeling tired prompting cardiologist to schedule electrophysiologic evaluation. Interrogation of the device revealed no capture in the ventricular lead. Per cardiologist left ventricular lead became dislodged, patient underwent revision.